Event description:
It was reported that indicated battery charge dropped about 35% in a short period of time. There was no reported adverse impact to the customer¿s blood glucose level. Technical support reviewed battery behavior, provided education on normal battery jumps and best practices, and customer agreed to monitor system and call back if issue persisted.